Manufacturer narrative:
Additional information: additional information was received reporting that the explant was performed on (B)(6) 2025 the following sections have been updated accordingly: section d6b: (B)(6) 2025. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon is planning to exchange symphony preloaded intraocular lens (iol) with odyssey lens in the patient's right eye. The patient currently has a symphony lens in one eye and an odyssey lens in the other. While the patient reported good distance vision in both eyes, they prefer the near vision provided by the odyssey lens and wish to have that in the other eye as well. Doctor will perform the exchange and has confirmed that the power of the new lens will remain the same. From additional information it was learnt that the lens was explanted in a secondary procedure due to refractive miss. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. . Section e1:surgeon's email address and phone number: unknown/ asked but not available. Other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.